Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h6 device codes the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. During aspiration after introduction, bubbles were observed in the plastic of the device but not in the side port with the connection to the patient. The procedure was completed, and no patient complications were reported. The device is expected to return for analysis. It was further reported, clarification was provided regarding this event, there was no issue of air inside the sheath or sideport, as initially stated. This sheath was used to complete the procedure and was never replaced. There were no patient complications, and no alleged deficiency associated with the device. The sheath was received for analysis but is still in progress. A supplemental report will be provided once the manufacturer analysis is complete.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. During aspiration after introduction, bubbles were observed in the plastic of the device but not in the side port with the connection to the patient. The procedure was completed, and no patient complications were reported. The device is expected to return for analysis. It was further reported, clarification was provided regarding this event, there was no issue of air inside the sheath or side port, as initially stated. This sheath was used to complete the procedure and was never replaced. There were no patient complications, and no alleged deficiency associated with the device. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the faradrive steerable sheath clear was performed and no abnormalities were observed. The device underwent leak testing, and deflection engagement, passing both without any complications. Microscopic inspection revealed no abnormalities or anomalies in the sheath. There were no patient complications, and no alleged deficiency associated with the device. The sheath was received for analysis and there were no abnormalities observed with this device. Additional information was provided in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. During aspiration after introduction, bubbles were observed in the plastic of the device but not in the side port with the connection to the patient. The procedure was completed, and no patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.